Manufacturer narrative:
H11: additional information was received from sme. Therefore, detachment of device or device component code updated to leak and not reportable. And the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3, h6 (device). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a mammography breast biopsy procedure via normal density tissue using the encore probe. During the procedure, it was observed that the seal between the back of the probe and the collection chamber was not properly secured. As a result, the sealed unit was unable to maintain the required pressure, which led to blood leakage from the device. The leakage subsequently caused failure of a encore driver. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a mammography breast biopsy procedure via normal density tissue using the encore probe. During the procedure, it was observed that the seal between the back of the probe and the collection chamber was not properly secured. As a result, the sealed unit was unable to maintain the required pressure, which led to blood leakage from the device. The leakage subsequently caused failure of a encore driver. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.